Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 01-may-2019 from a healthcare professional who reported that the prior month when the patient had been seen she was acutely ill and as part of the medical protocol the pump was turned to minimum rate. Once the patient¿s health improved they attempted to increase the medications which were still significantly lower than her previous pump dose. The cause for the patient¿s overdose was noted to be that she was unable to tolerate the increase in opioids despite them having lowered the concentration in the pump. The issue was resolved by reducing the pump back to minimum rate. The pump remained implanted and running at minimum rate. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (25 mcg/ml at 50.04 mcg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2019 it was reported that a month ago the patient went into the hcp and went into the hospital (the reason was not provided) and the pump was set to minimal rate. Yesterday ((B)(6) 2019) they set the patient back to the lowest therapeutic rate (the reported dose and concentration do not match the lowest therapeutic rate). After changing the dose, the patient was overdosed and was dehydrated. It was noted that the patient had other health issues unrelated to the pump. They later gave the patient narcan and she reacted well to it and was staying overnight for observation. They didn't want the patient to get any drug, so options (minimum rate, changing to saline, or full system removal) were discussed. No further complications have been reported as a result of this event.